Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue where electrode 8 showed as "avoid" with a 40,000 value. The high impedances were not observed on the day of surgery. The rep reprogrammed around the electrode. Therapy was not interrupted. The cause of the issue was unknown. The issue was ongoing. The manufacturer representative indicated they would send any further information as they become aware.